Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, erosion, infection and vaginal scarring. Pt had revision surgery (B)(6) 2006. No other information is available.